Event description:
On 2/13/95, at 04:50am in subacute ii, room #158 bed #2, a staff of (2) cna's caring for resident in bed heard a loud popping sound from the pump operating for pt in bed #2(b). They observed flames & smoke from the unit. They immediately unplugged the unit & proceeded with code red. The fire self-extinguished when the electrical cord was pulled. No damage occurred to pt. Furniture, curtains, etc. All other pumps throughout the hosp were inspected. Wall outlets were tested & found to be ok. The MFR of pump will replace all pumps in 2 wks with improved electrical cords. Incident appears to have occurred due to fluid contact with electrical connector.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-94. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination. Results of evaluation: invalid data. Conclusion: device failure directly caused event, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.